Event description:
During surgery the fluted rod got stuck in the intramedullary canal of the femur due to vacuum. During extraction the adapter peg broke. Therefore the stem trial extractor was used which broke at the end of the winding surgery extended by 60 minutes

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) reports: during surgery, the fluted rod got stuck in the intramedullary canal of the femur due to vacuum. During extraction the adapter peg broke. Therefore, the stem trial extractor was used which broke at the end of the winding. Surgery extended by 60 minutes the devices associated with this report were not returned. A previous investigation has been conducted for this failure and the root cause of the occurrence was determined to be process related. No corrective action required, as a previous product enhancement has been implemented. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier has been updated from a laser weld process to a tig weld process. The change went into effect at the supplier in (B)(4)2009. No corrective action required as the current complaint sample was manufactured prior to the (B)(4) 2009 change.

Manufacturer narrative:
Examination of the returned devices confirms the initial reporting. A search of the complaints databases finds no other related reports against the product and lot code combinations since their release to distribution. The etched lot codes indicate manufacture of june 2008 and march 2009. The root cause is attributed to heavy use. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.